Event description:
Follow-up later determined that the rv (right ventricular) and lv (left ventricular) leads had high thresholds due to dislodgement, which was from mechanical cardiac manipulation during a cardiovasculaturization procedure several months earlier. The atrial lead apparently had no failure, and the lv lead was a competitor product. The rv and lv leads were replaced. Additionally, the device was replaced at the time of lead replacement solely because there was less than one year until eri (elective replacement indicator).

Manufacturer narrative:
Evaluation summary update: upon further review, analysis found no anomalies with the device.

Manufacturer narrative:
This report is based in-part on device analysis. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2013 (B)(6); 4555 competitor lead implanted: (B)(6) 2013. (B)(4). Evaluation summary: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that there was lead failure. Additionally, the device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The leads remain in use. No patient complications have been reported as a result of this event.